Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient reported a skin reaction, indicating that when she removes sensors she is left with a swollen, sore infected spot which then scars. There was no documentation of medical intervention. This is being reported based on the allegation of scarring. No additional patient or event information is available.